Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2009; 6947 implantable defib lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 88% of expected longevity, with battery at 98% on the depletion curve, equaling 90% projected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The report is being resubmitted due to an issue with esg/FDA.